Event description:
A report was received that the patient's ipg site had opened up due to infection. The symptoms were pus and redness at the ipg site and the patient had chills. The patient underwent an explant procedure. The physician explanted patient's entire system. The physician believes the infection was procedure related. The patient was on keflex and septra antibiotics, but since it was not helping with the infection, he was prescribed with oxacillin IV antibiotics. The patient is reportedly doing well.

Event description:
A report was received that the patient's ipg site had opened up due to infection. The symptoms were pus and redness at the ipg site and the patient had chills. The patient underwent an explant procedure. The physician explanted patient's entire system. The physician believes the infection was procedure related. The patient was on keflex and septra antibiotics, but since it was not helping with the infection, he was prescribed with oxacillin IV antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.